Event description:
It was reported that the user experienced recurrent low glucose after standard meal announcements with the ilet, including a reported value of 42 mg/dl, occurring almost daily and requiring treatment with oral glucose such as juice, and the user expressed fatigue due to frequent alarms. Symptoms included hypoglycemia. Outcomes included no long-term health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding any specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.